Manufacturer narrative:
With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The UDI device identifier was determined utilizing the upc since the upc was the only information provided by the consumer. The expiration date and lot number were not provided by the consumer. The consumer did not have the package or individual product wrapper.

Event description:
Consumer reported upon removal of a pessary, the string separated from the pessary. She was not able to manually remove the pessary from her vaginal cavity so approximately one hour later she had it removed by a doctor. She experienced minor intermittent bleeding. She did not report allegations of a serious adverse event or harm. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.